Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Post deployment computed tomography pulmonary angiography of chest with contrast was performed which showed there was acute pulmonary embolus situated at the bifurcation into multiple segmental vessels. Thrombus was seen at the origin of the right middle lobe pulmonary artery and extending into the lower lobe segmental pulmonary arteries into the posterior basal segment as well was in a segmental port artery to the anterior segment. After, three days, the patient experienced chest pain. Around, eight years and two months later, computed tomography of abdomen without contrast was performed for unspecified injury of the inferior vena cava which revealed an inferior vena cava filter positioned below the level of the renal veins. The proximal tip was tilted anteriorly. The limbs of the filter penetrate the wall of the inferior vena cava with penetration of the disc space on the right. The limbs on the left contact the posterior wall of the distal aorta and posterior wall of the right common iliac artery without obvious perforation. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that a inferior vena cava filter was placed in a patient for unknown reason. At some time, post filter deployment, it was alleged that the filter tilted, struts perforated and the patient was diagnosed with acute pulmonary embolus. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.